Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received power source alerts and that the pump battery gauge decreased from 70% to 10% while the pump was being charged. There was no impact to the customer's blood glucose level. Customer indicated current pump would be used for diabetes management.